Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 802:02. This condition had the potential to interrupt delivery. This event occurred before use, but it is unknown where this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information: a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is a duplicate complaint. The customer reported condition, failure code 812:02, will be addressed in manufacturer report number 6000001-2011-09644.